Manufacturer narrative:
Patient information was not made available from the site. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the navigation system will boot up in framelink, they choose patient, but system exits out of framelink and goes to start-up screen. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up with a second nurse at the site, stated that according to the nurse, the system did boot out of framelink during the procedure. After a few tries they successfully logged back into framelink and completed the surgery with no patient impact. Reported issue could not be replicated. No further issues have been reported.

Manufacturer narrative:
A nurse from the site reported that the alleged malfunction did not cause a delay to the procedure, a deep brain stimulation case. As for the patient information it is nih policy not to give out any patient information.the software investigation found that the log files do not contain anything specific as to why the system exited. However the reported issue was similar to a software anomaly that has already been documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site registered nurse (rn) reported that, while in a procedure four days previously, their navigation system unexpectedly shut-down. No further details regarding the issue, or when in the procedure it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.